Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred and the customer reported that there was insulin inside the cartridge. Additionally, it was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges after the cartridge was filled with 400 units. The customer reported that a cartridge alarm 19 occurred and the pump fill estimate was inaccurate. There was no reported impact to blood glucose. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be evaluated due to usb communications inoperable. Additionally, a different issue was identified.